Event description:
It was reported that a patient underwent an unspecified breast surgery with unspecified mentor gel breast prostheses that ruptured post implantation. The patient went to the emergency room with a swollen right breast and felt like she had the flu. MRI results diagnosed bilateral rupture. Additionally, it was reported that the leaking from the implants caused lymphoma and lymphedema. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04-aug-2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 12-aug-2025, mentor received additional information about the event: the patient had developed bilateral capsular contracture (baker grade unknown). The patient did not undergo replacement surgery following bilateral explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08-dec-2025, mentor received additional information about the event. A copy of the patient¿s pathology report was provided. Summary of the information received is below: a. Right breast capsule (resection): fibrocollagenous breast tissue showing extensive amount of refractile foreign material within it associated with foreign body-type reaction as well as acute and chronic inflammation. Negative for lymphoma. B. Left breast capsule (resection): fibrocollagenous tissue with large amounts of refractile foreign body material within it associated with foreign body reaction and chronic inflammation. Negative for lymphoma. Based on the additional information provided (i.e. Pathology report), this is no longer considered a case of ¿suspected¿ bia-alcl. Per the information provided, the samples collected were negative for lymphoma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-aug-2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced breast prosthesis rupture, capsular contracture, and breast implant illness symptoms. The patient also developed prominent lymph nodes in the axilla and a seroma. Biopsy results in the lymph nodes were negative for malignancy. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and the device was received in two parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformance's were identified as part of this evaluation. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-may-2025, mentor received additional information about the event: - the implantation date for the suspect medical device is (B)(6) 2015. - the suspect medical device is a mentor memorygel breast implant 300cc gel breast prosthesis, catalog #3503001bc, lot #6928239, serial # (B)(6) , PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - on (B)(6) 2025 an MRI was performed, which showed bilateral intracapsular breast implant ruptures, accompanied by a very large peri-implant fluid collection/effusion and enlarged right axillary lymph nodes. An aspiration of the right breast was attempted, but no fluid was noted on CT. A second MRI was performed on (B)(6) 2025 where the findings confirmed the bilateral intracapsular ruptures, fluid around both breast implants, and prominent lymph nodes in both axillae (the right greater than the left). A biopsy of the right axillary lymph nodes and of the fluid in the left breast was done on (B)(6) 2025. The results were negative for malignancy in the lymph nodes (likely reactive), but the fluid in the left breast came back with rare cd30 positive cells and alk insufficient cells. Of note, the specimen of left peri-implant fluid was inadequate. There is concern for breast-implant associated large cell lymphoma. It was recommended that a core needle biopsy of the capsule of the left implant be performed. - the patient also experienced multiple ¿breast implant related symptoms¿ (fainting during working out, vomiting, abnormal blood work, dyspnea with exertion, dizziness while walking, fever, night sweats and weight gain). The patient reported that she has breast implant illness. On (B)(6) 2025, mentor received additional information about the event. The patient is scheduled to undergo bilateral explantation on (B)(6) 2025. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture, breast implant illness, concern about breast-implant associated large cell lymphoma. Surgical intervention was performed to collect peri-implant fluid. H6 health effect - clinical code e2402: breast implant illness. D6b explantation date: (B)(6) 2025. This report is for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-jun-2025, mentor received additional information about the event. Pathology results were received. Summary of the pathology results is below: lymph node, right, biopsy: no monoclonal b-cell or immunophenotypically abnormal t-cell population identified. Low-level involvement by a large cell nhl or hodgkin¿s lymphoma cannot be entirely excluded. Overall, these findings could be consistent with reactive lymphoid hyperplasia. Left breast, peri-implant fluid: rare singly dispersed small cd 30 positive cells. The background lymphoid cells are predominately small t-cells with sparse b-cells. Unfortunately, it was difficult to further evaluate these rare cd30 positive cells by immunohistochemistry against the background cells. No definite large atypical pleomorphic cells are noted. If there is concern for bia-alcl, additional sampling of the implant capsule is recommended. Alk is negative. Manufacturer¿s reference number: (B)(4).